Event description:
It was reported that a "08" error was observed on the clinical programmer following a pump update. The hcp re-interrogated the pump with another programmer and the pump was reported as being stopped. The clinician programmer was then powered off and back on again with a reseated 8870 card in the programmer and interrogation was successful. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_pump, serial # unknown, product type pump. (B)(4).